Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative reporting that they would be in contact with the health care professional (hcp) office in regards to the replacement. The manufacturer representative reported that the device went into overdischarge too many times. The patient had no stimulation and more pain. There was no further information regarding when the patient first experienced the symptoms or diagnostics performed. It was reported that the device was not going to be returned to the manufacturer.

Event description:
A healthcare provider via a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was ¿dying¿ so it was replaced. There were no patient symptoms reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.